Event description:
It was reported that the handpiece continued to run on it's own during a surgical procedure. There was no delay or any medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on it's own was duplicated at a very high temperature. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components.